Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Involved product that broke during use was not returned and cannot be identified and analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1879241). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (hand used file - technique no more verifiable to date), overuse (number of uses not communicated), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a k-file m-access 31mm 15-40 file broke during use. The outcome of this event is unknown as of this MDR. Reportedly, no injury. Further information requested.

Manufacturer narrative:
The updated investigation results are involved product that broke during use was not returned, and cannot be analyzed. Moreover, no unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. With the updated investigation corrections to codes initially submitted are required: this is to correct and remove the codes that were initially reported - removing codes for: type of investigation - 3331 investigation findings code - 213 the correct codes for this complaint are: investigation findings code ¿ 3221 this is a follow up report to correct this code.

Manufacturer narrative:
We received the following information: further information received - the customer complained that the product is protaper next, but they could not find the corresponding batch number. The broken part has been removed from the patient's mouth. The breaking occurred after approximately 5-10 uses. 10.10.25: sku changed to a080022100103 following information received from the customer. Lot# changed from 1879241 to unknown. The investigation results will be updated accordingly. A follow up report has been submitted previous to this submission with the updated investigation results and corrected coding for section h6. Device received for this event is being corrected from k-file m-access 31mm 15-40 catalog # a12ma03190012 to protaper next nitifile x1 21mm catalog # a080022100103. This is a follow up report for this corrected information. Correcting lot # from 1879241 to lot # unk. This is a follow up report for this corrected information.